Manufacturer narrative:
This supplemental report was submitted to provide additional (b5) information.

Event description:
The reported event occurred during a colonoscopy procedure. The intended procedure was completed successfully with no delay and using the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the phenomenon was due to a defective xenon lamp. However, the root cause for the defective lamp could not be identified. The service department replaced the lamp on site. They also clarified that error code e102 is descriptively known as the ¿clv lamp went off¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up report will be supplemented accordingly.

Event description:
The olympus (B)(4) mobile endoscopy technician reported that a customer evis exera iii xenon light source had an error e102 as the "unit fails temporarily. The customer was advised to clean the light projector and replace the xenon lamp. The error e102 was attributed to a power unit failure. No patient involvement or harm was reported to olympus. No device will be returned.